Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. During the procedure, when the device was lined up at the finish arrows, the device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was received. Investigation is not completed. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.